Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a high blood glucose while at school, with a highest cgm reading of 300 and a brief duration, with a possible association to lunch; no device malfunction or specific component involvement was identified and device component details were not available. Symptoms included insufficient information to characterize clinical manifestations. Outcomes included insufficient information to describe impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and no specific medical device problem or device component issue could be established due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.